Event description:
Labral repair rt shoulder - after repair completed, surgeon attempted to remove wire, which broke off. Attempted to remove through scope - failed - opened shoulder to remove retained wire.